Event description:
It was reported that following implantation with an invance sling system the patient "experienced a lot of pain from the bone screws." The patient was in the hospital to treat the pain for 10 days. It was reported that the patient "also had a local reaction to the topical prep used for the operation." At the time of discharge the patient was fully continent and was not requiring a pad. No further patient complications were reported in relation to this event.